Manufacturer narrative:
Other components include: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 2000 mcg/ml of lioresal at 1020.3 mcg/day but was switched to 2000 mcg/ml of compounded baclofen at 886.3 mcg/day and 5 mg/ml of dilaudid at 2.2158 via an implantable pump for intractable spasticity and stiff man's syndrome. On (B)(6) 2017, it was reported that the patient's pump was accidentally filled with the wrong drug. The patient's pump was refilled on (B)(6) 2017 with 2000 mcg/ml of lioresal rather than the 2000 mcg/ml of compounded baclofen and 5 mg/ml of dilaudid mixture that the patient had been on. The pump was refilled on (B)(6) 2017 with the 2000 mcg/ml of compounded baclofen and 5 mg/ml of dilaudid mixture. The process of stopping the bridge bolus that was programmed on (B)(6) 2017 was discussed. It was explained that the bridge bolus could be stopped because the flow rate would not be changing. The catheter volume was identified as 0.213 and the ttv was identified as 0.502 ml. The hcp originally programmed the old drug desired dose at 886.3 mcg/day for the bridge, but were ok with the patient receiving the drug right away. It was explained that the catheter would mostly contain lioresal with no dilaudid as the bridge bolus was almost done (0.0209) and the patient would receive that drug for roughly 24 hours (14:53 the next day). The hcp understood and was ok with that dosing. The hcp admitted the patient and would monitor the patient overnight so they would not go without dr ug. No symptoms were reported. Additional information was received on 2017-sep-12 from the hcp. It was confirmed that the bridge bolus was stopped, but the programmer and software card serial numbers were not available. The issue was considered resolved. The hcp confirmed that the correct drug was placed in the pump the day following the refill and reported that it was not filled with the wrong drug, but that a drug had been left out. The patient's weight had also been reported. No further complications were reported.